Event description:
It was reported that the handle was hard to get out of adapter.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that the handle hard to get out of adapter. The product was returned to depuy synthes for evaluation. Visual inspection revealed that the duraloc curved cup impactor had light scratches and nicks on the overall device. Adaptor was returned for evaluation and was found with stripped patterns on the threads of device. The first conditions are consistent with a repeated use and servicing of the device.; where the lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Stripped patterns were consistent with a component failure that was caused by exposure to unintended forces like impacting the device before it was fully seated or overtightening the threads. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. However, based on the damage observed on the threads both reported allegations can be confirmed, as a difficulty on the disassembling and disengaging of the mating parts can happen in consequence of the damage observed. The overall complaint was confirmed as the observed condition of the duraloc curved cup impactor would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H3: previous medwatch inadvertently submitted as not evaluated by manufacturer, selection should be "yes".